Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported the insulin pump alarmed low battery less than a week after a new battery was inserted. Nothing further was reported.